Event description:
It was reported that asymptomatic patient presented for a device follow-up. It was noted that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.